Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, the surgeon assembled the stapler with the reload and tried to fire it but stapler seemed stuck and it did not fire. The trigger was hard to pull. Another stapler was used and did it all over again and once more the device did not fire. Then, another reload was used to try to see if it would work but nothing changed, the trigger was still unable to be pulled. A third set of stapler and reload was used and procedure was finished without any new problems. The hospital staff present at the operation room said he assembled the stapler very fast as he always did. There was no patient injury.